Event description:
The customer alleged that she performed a control test using her breeze2 system and received a result of "hi". The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer disposed off the test strips, so no product will be returned.